Event description:
It was reported that the pt was to have revision surgery due to high impedance. During surgery, the generator was reconnected to the lead, but diagnostics still showed high impedance. Pt had generator and a small portion of the lead explanted. A majority of the lead was left implanted as pt's guardians did not consent to full revision. At this time, there are no plans to replace the device. No trauma or manipulation is suspected that may have contributed to the event. Product has been requested, but has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.